Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for complex regional pain syndrome type I and spinal pain. The hcp reported that the patient¿s device is non-functioning because it wasn¿t working for them. The hcp did not have any further details regarding the event. Technical services reviewed that the implantable neurostimulator (ins) may be in overdischarge and redirected the caller to follow-up with the patient¿s healthcare provider to address the device issue. The hcp also mentioned that the patient¿s card they were looking at was not helpful, because it was hard to read and did not show any serial number information. They added that the coil information under the full-body MRI guidelines was confusing. No further complications or patient symptoms were reported.